Event description:
The patient contacted animas on (B)(6) 2012 and reported that the keypad buttons were not functioning as it did when it was new and the display screen is experiencing issues with fogging. The patient noted the keypad was worn. The patient did not specifically state that the keypad buttons were not functional. No additional information is available at this time. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.